Manufacturer narrative:
A review of the manufacturing paperwork is being conducted. The review of the manufacturing paperwork has not been completed.

Event description:
On (B) (6) 2005, the patient was implanted with four gore excluder aaa endoprostheses. On (B) (6) 2009, the patient was implanted with two additional gore excluder aaa endoprostheses. Further investigation is in process.